Manufacturer narrative:
Concomitant medical products: 5867-3m, adaptor, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was using a worm electrocutor, they complained of feeling a tingling sensation through the arm and hearing a tone from the device. An interrogation confirmed this was electromagnetic interference on the device from the worm electrocutor. This resulted in a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and short ventricular intervals. There were no inappropriate therapies delivered, however, there were sensing episodes that demonstrated inhibition that dropped the patient's rates due to dependency. The device remains in use, however, it was arranged for the patient to follow up at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.